Manufacturer narrative:
Mml reference #:(B)(4). Other devices explanted model: 8145 description: percutaneous stimulation leads serial numbers: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient experienced discomfort at the implantable pulse generator (ipg) pocket site, which caused difficulty sitting and kept catching on the furniture. Therefore, the patient requested an explant. Reportedly, the patient has no improvement in pain and function. The device was removed without any complications. There was no report of patient harm or injury. The device history record was reviewed. No nonconformances were identified that would have contributed to the discomfort experienced by the patient.

Manufacturer narrative:
Mml reference #: (B)(4). Other devices explanted model: 8145 description: percutaneous stimilatiion leads serial numbers: (B)(6). UDI: (B)(4). The devices were received and evaluated. There was no allegation against the functionality of the explanted devices. A visual inspection was carried out on the ipg, and dried blood was observed inside both channels of the ipg. The ipg failed the functional testing. A possible cause was dried blood in both channel paths, which prevented good contact between the lead anodes and ipg. This observation is not relevant to the pain experienced by the patient. No functional testing could be done on the leads because they were damaged from the explant. Updated patient information, and h6.

Event description:
It was reported that the patient experienced discomfort at the implantable pulse generator (ipg) pocket site, which caused difficulty sitting and kept catching on the furniture. Therefore, the patient requested an explant. Reportedly, the patient has no improvement in pain and function. The device was removed without any complications. There was no report of patient harm or injury. The device history record was reviewed. No nonconformances were identified that would have contributed to the discomfort experienced by the patient.